Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #27 (type I bone). Primary stability and osseointegration were not achieved. The implant was removed on (B)(6) 2012 due to bleeding. Medical history: no significant findings.